Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient's ptm was indicating the patient was locked out from receiving a bolus. It was noted that the patient resorted to oral medications when needed. It was further noted that the patient stated there were times she could dose herself every hour even though the ptm is set for every two hours. The lockout parameters were reported as 6 activations per day, 1 every 120 minutes, and the dose restriction interval was 1 per 2 hours. The event date was noted as (B)(6) 2013. No symptoms were reported. If additional information is received, the event will be updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was unaware that the bolus should only be released every 2 hours as she had received a second bolus in the past after 1 hour. The patient anticipated a conversation with her doctor on her next visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.